Event description:
Reporter states that patient is too embarrassed to report that the wheelchair strap that goes around his chest somehow loosened, and he fell from the wheelchair sustaining multiple fractures. He fractured both legs, his hips and his femur. Father of patient has since found replacement parts for the broken device. Apparently the patient may not have been wearing his lap belt because it interferes with a tube that he has permanently placed in his stomach. If the belt is worn, it causes him increased pressure. Immediately following the accident, the patient was seen in the ER where he received a blood transfusion and splinting for his broken femur.